Manufacturer narrative:
(B)(4). Unit received with blank display. Problem isolated to lcd board. Unit also received with cracked and bleeding lcd glass. Unable to confirm frozen screen or perform displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer bumped the insulin pump on her freezer and now the insulin pump screen was just white and seems to have an internal crack on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.